Event description:
The pt reportedly experienced a decline in performance over the past few months. The pt reported intermittencies issues. External equipment was exchanged. Programming changes were made. Device testing revealed normal functions. The issue was not resolved. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear device.